Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor was trimmed as a preventive measure in order to bring the delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed biometric accuracy testing. No adverse patient effects were reported.